Event description:
It was reported that when using the bd pyxis¿ medbank tower aspsync was not working and was not syncing. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the active server pages synchronization was not functioning and was not syncing. A technical support specialist (tss) updated the active server pages synchronization uniform resource locator to web service 2, after which synchronization resumed successfully and the issue was resolved. The system functioned as intended after technical support specialist troubleshot the device.